Manufacturer narrative:
An injury was not able to be confirmed. Patient reported to site that during a picosure treatment the laser hit the patient's metal underwire and caused a breast implant to rupture. As a result, the patient claims the implant required replacing. The site states that no incident occurred during treatment. An internal investigation determined the device was within specification when manufactured. It also shows that it cannot be determined if this method of injury is possible. Cynosure attempted to evaluate the device on site however the site did not respond to requests. Cynosure is reporting this event out of an abundance of caution due to the report of medical intervention being sought post treatment.

Event description:
Patient reported that they required surgical intervention following a tattoo removal treatment with the picosure.